Event description:
The customer reported patient correlation problems for the gastrin assay when running a correlation between lot 214 and lot 218 on the immulite 2000 instrument. There were no reports of patient intervention or adverse health consequences due to differences in gastrin results during the lot-to-lot correlation.

Manufacturer narrative:
A siemens fse was dispatched to the customer site. After evaluating the instrument and instrument data, the fse could not find any instrument malfunction. The customer was sent more gastrin lot 218 to another correlation. The customer is currently not reporting patient results for the gastrin assay. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2012-00438 was filed on (B)(4) 2012. 02/13/2013: additional information: a lot-to-lot correlation study between lot 214 and lot 218 for the immulite 2000 gastrin assay was conducted by siemens technical operations. The lot-to-lot correlation produced agreeable results. The reagent is performing according to specifications. No further evaluation of this reagent is required.